Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman flx pro closure device was implanted without complication. There was no thrombus at any time prior to, during, or post index procedure and no leak was observed. At the routine 45-day follow-up visit, tee imaging revealed a large device-related thrombus (drt) measuring approximately 2.8-1.5 cm attached to the atrial-facing surface of the closure device, canted toward the limbus. No peri-device flow was noted. The patient was asymptomatic at the time of detection. The patient had been maintained on dual antiplatelet therapy following the index procedure. In response to the drt, oral anticoagulation was resumed with xarelto. The patient remains clinically stable and was sent home, with the plan of ongoing future imaging.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman flx pro closure device was implanted without complication. There was no thrombus at any time prior to, during, or post index procedure and no leak was observed. At the routine 45-day follow-up visit, tee imaging revealed a large device-related thrombus (drt) measuring approximately 2.8-1.5 cm attached to the atrial-facing surface of the closure device, canted toward the limbus. No peri-device flow was noted. The patient was asymptomatic at the time of detection. The patient had been maintained on dual antiplatelet therapy following the index procedure. In response to the drt, oral anticoagulation was resumed with xarelto. The patient remains clinically stable and was sent home, with the plan of ongoing future imaging.